Manufacturer narrative:
The company service representative examined the system and the handpieces and found that they met specifications. No problems were found. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol 25, no 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.

Event description:
The customer reported that of the last five cases performed, four pts experienced corneal burns. For this case, the corneal burn was noted halfway through the emulsification of the nucleus. The case was completed and a lens was implanted. Sutures were used to close the incision. The pt's prognosis is good. The five remaining cases for the day were cancelled. The other three corneal burn cases were reported under the following medwatch reports: 2028159-2007-00326, 2028159-2007-00327, 2028159-2007-00328.